Event description:
A customer reported wavy and spike data in the amplification ploy outputs from the instrument, applied biosystems 7500 fast dx (cat. No. 4407205, serial no. (B)(4). No patient involvement reported. The company event tracking no. Is (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The instrument was investigated on site. Lamp cable and slot from gemini controller board was brown and discolored. It was repaired on site by replacing gemini controller board, lamp cable and the lamp holder. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.